Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer support provided pump reset information and planned to assist with reset once customer located or borrowed charging cable, and customer was advised to contact healthcare provider because no backup insulin therapy was available; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.